Event description:
It was reported by the customer that a pyxis medstation system drawer failed. It was reported by the customer that the drawer not detected on bus, preventing the user from accessing the medication, which resulted in a delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failed due to component. Field service engineer placed an empty cubie into the spot and successfully recovered the space. The engineer then returned the cubie to its original position now the station functioning properly. The system functioned as intended after the field service engineer serviced the device.